Manufacturer narrative:
The model number, serial number, date of manufacture, and 510(k) number were updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Receipt of correspondence from attorney, who represents (B)(6), requesting indemnification from a claim that was never served on pride.

Manufacturer narrative:
The model number and serial number have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Receipt of correspondence from attorney, who represents (B)(6), requesting indemnification from a claim that was never served on pride.